Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd insyte¿ autoguard¿ bc pro shielded IV catheter was difficult to activate, making it difficult to remove the needle after placing the catheter. The following information was provided by the initial reporter: "reported issue: occurred during patient use but per customer, "patient wasn't injured the catheter sticks which causes issues with IV not being properly placed. Injuries or adverse event: no. Can you please provide additional details in regards to the issue? It almost felt like the needles were blunt and they were "tough" to advance catheters once inserted. Was the tip adhesion ¿broken¿ properly? Yes. Was there an issue with the retraction? Yes it was hard to push the button on some of them. Was there any patient impact or patient involvement? Yes, caused multiple IV sticks on patients because catheters would not advance or they were so hard to advance caused to blow the vein."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the safety mechanism on the bd insyte¿ autoguard¿ bc pro shielded IV catheter was difficult to activate, making it difficult to remove the needle after placing the catheter. The following information was provided by the initial reporter: "reported issue: occurred during patient use but per customer, "patient wasn't injured the catheter sticks which causes issues with IV not being properly placed. Injuries or adverse event: no. Can you please provide additional details in regards to the issue? It almost felt like the needles were blunt and they were "tough" to advance catheters once inserted. Was the tip adhesion ¿broken¿ properly? Yes. Was there an issue with the retraction? Yes it was hard to push the button on some of them. Was there any patient impact or patient involvement? Yes, caused multiple IV sticks on patients because catheters would not advance or they were so hard to advance caused to blow the vein."